Event description:
It was reported that the handpiece began overheating at the end of a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor was rubbing and the bearings were worn rough. The bearings and other components were replaced.